Manufacturer narrative:
Initial reporter facility name: (B)(6). S/n. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error 76 (non-recoverable system error) showed on the screen of an arctic sun device. Per review of wo on 18aug2025, device was used on patient, no patient impact reported and no patient identifiers available.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The reported issue was not able to be reproduced. The arctic sun 5000 was evaluated onsite. During the evaluation it was found that the technician was informed and requested that they tested the unit in manual mode and take a look at t1, t2, t3 and t4. The reading of t3 was stable with no errors. The reported issue was not able to be reproduced. Device passed all applicable testing. DHR and labeling reviews are not required as the reported event is unconfirmed. Initial reporter facility name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the error 76 (non-recoverable system error) showed on the screen of an arctic sun device. Per review of wo on 18aug2025, device was used on patient, no patient impact reported and no patient identifiers available. Per follow up information received via mail on 20aug2025, device would not be sent, the technician performed a phone call and could confirm that the device was working fine, they detected, though, that the device needed preventive maintenance and calibration, so they opened a new wo to perform a visit. As the test was performed by phone, only checked that the unit heat and cool with no errors.